Event description:
It was reported that the pulse generator exhibited backup vvi operation. Attempts to download the product code were unsuccessful due to the device had reached end of life. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a drop in battery voltage to end of life level and a high current drain. Invasive examination revealed that a piece of metal debris penetrated the battery boot causing a short between the battery and the device case. This could cause excessive current drain and premature battery depletion. Initial reporter: company representative.